Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced to resolve the issue. The device was operational after repairs were completed and was returned to the customer.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.